Event description:
The customer reported that on (B)(6) 2011 erroneously low modular glucose (glucm) initial and repeat results were generated on a unicel dxc 800 synchron system for one patient sample. Glucm results were being generated in duplicate. Quality control results prior to the event failed to meet customer established specifications. The system was recalibrated and subsequent recovery improved. Nineteen initial and repeat suspect samples were rerun on the same instrument and one was found to be erroneous and was corrected. The initial erroneous result was reported out of the laboratory, however, there was no death, serious injury or modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
The samples were serum samples. Quality control (qc) results appeared to be more erratic during use of a specific glucm reagent lot. When a new reagent lot was installed qc results eventually settled around mean value. The customer observed a "white deposit" on the electrode tip on the inside of the membrane. They indicated that they had witnessed this deposit before on other electrodes. They uninstalled the electrode and removed the deposit. Beckman coulter inc. Recommended to the customer that, based upon their patient sample volume, their maintenance schedule should be increased so as to ensure the instrument(s) stay clean of buildup. They also encouraged the customer not to remove the electrode in these instances. The customer declined service. A definitive root cause for this event has not been determined to date.